Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by a failed motor (flex). The failed motor assembly was replaced.